Manufacturer narrative:
.

Event description:
A patient reported on (B)(6) 2016 that an implant was attempted in (B)(6) 2014. However, after being implanted, they had to remove it in order to get better coverage. They moved the implantable neurostimulator (ins) and leads to get better coverage. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.